Event description:
It was reported that approx 5 years and 10 months post implantation, the lens was explanted due to opacification.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no non-conformances or anomalies related to this complaint. The product was deemed acceptable for release. No other similar complaints were identified for the same lot. The event investigation is underway.